Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were uncontrollable. The customer discontinued use of the pump. The contact did not provide further information. Although multiple attempts were made to retrieve additional information, the customer did not reply to the requests.